Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported a physician noted experiencing inefficient aspiration during a vitrectomy procedure. The procedure was completed with the same equipment and accessory, with no delay. There was no harm to the patient. This is the first of two files.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on november 15, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).